Manufacturer narrative:
Patient was removed from machine when the incident occurred. A gambro technical service (gts) representative inspected the machine. In the events history, there was no indication of blood pump flow changing, except for a change for 261 ml/min to 150 ml/min later in the treatment. He found that the tachometer on the blood pump was not functioning properly and he replaced it. Family decided to withdraw pt from therapy. Patient died a few days later. Facility did believe the pt's death was not related to the machine failure. Gambro has found no evidence to suggest that its device caused or contributed to this event.